Event description:
This pt has had a partially inserted electrode for many years. The pt has had partial success using the electrode with reprogramming, however, at this point the team has elected to reimplant them to attempt for a full insertion with more optimal results.